Event description:
A malfunction was reported on the pump by a distributor in ireland. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions if they occur.